Event description:
Customer reported she has been having issues with her blood glucose running high and it occurs often. Customer bloused for high blood glucose with her device. Customer declined troubleshooting for high blood glucose. Customer stated she thinks high are caused by air bubble but declined troubleshooting. Customer states she does not rewind the device with the reservoir inserted and fill reservoir with room temperature insulin. Customer's blood glucose was 280 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.